Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient reported that they felt groggy and noticed a question marks displayed on their receiver. Due to the question marks, the patient was not notified of their low blood glucose. The patient checked their blood glucose (bg) and it read 28 mg/dl. The patient then ate something to stabilize their blood sugar. The patient stated that they did not pass out and just needed to eat. At the time of event, the patient was in stable condition. No additional event or patient information is available.